Manufacturer narrative:
Section age or date of birth, weight, ethnicity: unknown, not provided. Date of event: date unknown / not provided. (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with fs disposable interface model no. 590106 an due to suction loss during surgery. Procedure completed, the surgeries were completed the same day of the incidents using the same cones but different suction rings and syringes. No patient injury reported, the patients are doing well. Material available for return if required. No further information has been provided.